Event description:
It was reported that during implantation the atrial lead dislodged. After retracting and cleaning the lead it would not sustain anymore. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed and the helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.